Manufacturer narrative:
We are waiting for add'l info from the distributor.

Event description:
A laser system has the following problem: the output energy is very low and the laser systems low message. Checked and found that hr mirror and ar mirror have spot on their surface. Spot on the laser rod. Both the hr and ar mirrors and laser rod need to be replaced to assure the correct functioning of the laser system.